Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in the splenic flexure of the colon, performed on (B)(6), 2010. According to the complainant, the stent was being placed palliatively for a malignancy and to avoid putting in a colostomy bag. The patient was not prepped for this procedure, which lasted 3 hours and caused a lot of stool to be present in the working channel of the scope. The stool dried, and it was difficult to move the stent through the scope and into the patient. The physician had to work very hard to try and deploy the stent because of the dried stool. Approximately 1 foot from the handle, the blue part of the catheter split, and the inner catheter split ("it looked like someone had cut a piece of rope"). The physician used a hemostat to hold the catheter together, and was able to deploy the stent successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure in the splenic flexure of the colon, performed on (B)(6) 2010. According to the complainant, the stent was being placed palliatively for a malignancy and to avoid putting in a colostomy bag. The patient was not prepped for this procedure, which lasted 3 hours and caused a lot of stool to be present in the working channel of the scope. The stool dried, and it was difficult to move the stent through the scope and into the patient. The physician had to work very hard to try and deploy the stent because of the dried stool. Approximately 1 foot from the handle, the blue part of the catheter split, and the inner catheter split ("it looked like someone had cut a piece of rope"). The physician used a hemostat to hold the catheter together, and was able to deploy the stent successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed, the stent was not returned for analysis. The outer sheath was fully retracted and no issues were noted with the profile of the inner lumen. The blue outer sheath had separated in two distal to the distal handle. The outer sheath was stretched and partially detached at several locations. A bend was noted in the stainless steel shaft. No other issues were noted with the profile of the device. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.